Manufacturer narrative:
Complaint conclusion: as reported by medical affairs, the daughter of a patient noted that her mother had a cypher rx implanted in an unspecified vessel for an unspecified reason on (B)(6) 2006. Then, on an unknown date, the patient experienced an unknown event which resulted in a cypher rx stent being implanted in an unspecified vessel. In 2008, the patient had an unknown event which was to be treated with a pacemaker. Treatment included coumadin to be withheld. The patient experienced a severe stroke with squeal including aphasia which daughter related to her coumadin being stopped preoperatively. It was not able to be clarified if this resulted in a hospitalization. On 2008, the patient had a pacemaker implanted. On an unknown event date, the patient experienced an unknown event which resulted in an unspecified "metallic" valve being implanted in an unspecified location. In 2014, the patient experienced ¿a coumadin bleed¿ which resulted in a hospital admission. It was reported that the coumadin bleed is totally drug therapeutic related and is not related to the cypher stents. No treatment, if any, was reported. The patient¿s medical history in unknown. The products remain implanted in the patient and are thus not available for evaluation. Additionally, as the sterile lot number was not available, device history record review could not be performed. Restenosis is a known potential adverse event associated with implanting coronary artery stents and is often associated with the progression of coronary artery disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Event description:
As reported by medical affairs, the daughter of a patient noted that her mother had a cypher rx implanted in an unspecified vessel for an unspecified reason on (B)(6) 2006. Then, on an unknown date, the patient experienced an unknown event which resulted in a cypher rx stent being implanted in an unspecified vessel. In 2008, the patient had an unknown event which was to be treated with a pacemaker. Treatment included coumadin to be withheld. The patient experienced a severe stroke with squeal including aphasia which daughter related to her coumadin being stopped preoperatively. It was not able to be clarified if this resulted in a hospitalization. On 2008, the patient had a pacemaker implanted. On an unknown event date, the patient experienced an unknown event which resulted in an unspecified "metallic" valve being implanted in an unspecified location. In 2014, the patient experienced ¿a coumadin bleed¿ which resulted in a hospital admission. It was reported that the coumadin bleed is totally drug therapeutic related and is not related to the cypher stents. No treatment, if any, was reported. No additional information was obtained as the caller abruptly disconnected the call.

Manufacturer narrative:
Complaint conclusion updated: complaint conclusion update: as reported by medical affairs, the daughter of a patient noted that her mother had a cypher rx implanted in an unspecified vessel for an unspecified reason on (B)(6) 2006. Then, on an unknown date, the patient experienced an unknown event which resulted in a cypher rx stent being implanted in an unspecified vessel. The patient¿s medical history in unknown. The products remain implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event associated with implanting coronary artery stents and is often associated with the progression of coronary artery disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.